Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. A company service representative identified a failure of the k6 valve on the drive manifold. He replaced the drive manifold (part number 0104-00-0018). The drive manifold is being returned to the manufacturing facility in (B)(4) for further analysis. In the event of a maintenance code message, iabp therapy is not immediately affected. As noted in this case, the iabp functioned normally. We have asked maquet japan to follow up with the customer to offer clinical training as a result of this event. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" and maintenance required code number 2 (drive transducer offset failure) alarm. The patient remained on the same iabp and therapy was continued. The patient expired. The attending physician at the hospital stated, "it was difficult to save the patient's life even though the iabp functioned normally." He also said, "we don't have much experience in using an iabp, we had issues in dealing with the trouble."